Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The device involved in this event has not been returned, no evaluation provided. Following completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported from (B)(6) that during the treatment of a 3mm acom aneurysm, the coil prematurely detached upon advancement into the microcatheter. No patient injury reported.